Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported during routine device change out, externalized conductors were observed via fluoroscopy. Electrical function of lead was normal. Successful dft was performed and the lead remains implanted.